Manufacturer narrative:
Findings: all operating currents are within specification. Unit passed displacement test and self-test. No unexpected blank display noted. Unit received with cracked lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 187 mg/dl. The customer stated that piece of casing is gone at battery compartment. The customer stated that the damage occurred during changing battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.